Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported her insulin pump was not turning on. She stated she was in the swimming pool with the device and now it's not working. Customer's blood glucose is 234 mg/dl. The device was not exposed to extreme temperatures or direct sunlight. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. The motor assembly was found with corrosion. The insulin pump had a cracked case at display window corners and minor scratches on the display window.